Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported insulin pump had insulin was not doing it's work and customer did not receive an alarm on the insulin pump. The customer¿s blood glucose was 20 mmol/liter at the time of incident. The customer also state that the customer gave bolus before breakfast according to bolus wizard but noticed the blood glucose was not going down as expected. The device will not be returned for analysis.